Event description:
The pt developed a severe ear infection. The surgeon determined it was prudent to explant the device. The pt is being treated with IV antibiotics. Reimplantation on the contralateral side is being considered.